Event description:
It was reported that a malfunction occurred while the pump was charging, displaying malfunction code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support attempted to reset the pump multiple times without success, leading to a resolution where a replacement pump was sent. The customer was instructed to use a backup insulin pump to ensure continued insulin delivery, and they were guided on returning the malfunctioning pump and steps to take upon receiving the new one.